Manufacturer narrative:
Concomitant medical products: unknown femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it is not returned by attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00195. Not returned by attorney.

Event description:
It was reported that patient underwent right total knee arthroplasty. 9 months post-operative, patient was revised due to pain, stiffness and overhang of the femoral and tibial components as a result of knee arthroplasty that utilized components that were too large for the patient's bones.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. Upon reassessment of the reported event, it was determined to be not reportable as the components implanted during primary procedure are competitor products.